Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi am and pm fasting. The customer¿s expected am and pm fasting blood glucose test result is <180 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the hi results she had gone to the hospital on (B)(6) 2023; customer stated she was not experiencing any symptoms at the time. The customer's blood glucose test result when at the hospital had been 188 mg/dl pm non-fasting. Diagnosis per customer's discharge papers was diabetic ketoacidosis, high blood pressure, high cholesterol, low sodium and back pain. Customer did not disclose what treatment she had received. Customer stated she stayed in the hospital for two days. Changes were made to customer's treatment plan upon discharge: customer stated that she was taken off metformin and glimepiride. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/13/2024 and test strips were opened three weeks prior to the call. The meter memory was not reviewed for previous test result history.